Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals a total of fifty-four no delivery alarms from 04/15/2024 to 04/18/2024. On 04/15/2024 triggered thirteen times at 06:35:05 during bolus and rewind. On 04/16/2024 triggered seventeen times at 06:00:05 during rewind, bolus and basal. On 04/17/2024 triggered nine times at 06:25:04 during priming, bolus and basal. On 04/18/2024 triggered fifth teen times at 06:32:55 during rewind and bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During visual inspection under microscope dried insulin was noted on the motor slide and corroded home switch. Problem isolated to motor. Force sensor zero offset within spec (23 mv). Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube) and scratched case. In conclusion, customer concern was not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Isolated motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884l. The customer reported recurring insulin flow blocked alarms after troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return was required for mmt-397a. Mmt-1884l was requested and the customer response was the device will be returned.